Event description:
It was reported that the user performed a factory reset of the ilet system after prior issues announcing meals and subsequently experienced a high glucose alert following a late meal announcement approximately 90 minutes after eating chinese food; the user reported no issues with infusion tubing and a contemporaneous fingerstick of 150 mg/dl, while the libre 3+ displayed 229 mg/dl, indicating an inter-device discrepancy. Symptoms included hyperglycemia. Outcomes included no reported medical intervention, hospitalization, or long-term impairment. Investigation included technical review and user education regarding timely meal announcements. Investigation of this case revealed user-related use error due to delayed meal announcement and an external cgm accuracy concern referenced to a separate case for libre 3+. It was concluded that the event was attributable to user-related performance issues with meal announcement timing, with device function not demonstrated to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.